Manufacturer narrative:
(B)(6). Device investigation narrative - an evaluation was performed by smith & nephew and could confirm the customer complaint for the shaft becoming hot. A visual inspection was performed and the device has been used in the field. The distal tip shows to have peel back around the electrode and a small hole at the tip of the probe. The probe was connected to the vulcan generator and all appropriate settings were displayed. A functional test was performed in saline and the probe did function as intended. The probe was disassembled and showed to have a lot of fluid inside the handle. It appears the fluid entered the probe through the hole at the tip of the probe. This would have caused the handle to heat up when in use. Smith & nephew is unable to determine the cause of the hole at the tip. No manufacturing related defects were observed. Smith & nephew will continue to monitor for trends. No further investigation is required. (B)(4).

Event description:
It is reported that during surgery the shaft became hot and the doctor needed to cover it with a piece of gauze to keep using the device. The procedure was completed with the same device. No delay in the procedure or patient impact were reported as the result of this event.